Manufacturer narrative:
Unique identifier (UDI) # (device identifier): (B)(4). Approximate age of device- 2 years and 1 month. A specific cause for the reported event could not be determined conclusively through this evaluation. The patient remains ongoing on vad support and no further related issues have been reported. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. It was reported that during a routine clinic visit, the site became aware that the patient had been treated by a local provider for the past 3 months with oral antibiotics due to a driveline infection. A driveline exit site culture tested positive for staphylococcus aureus. At the time of the clinic visit, it was reported by the cardiologist that the patient is no longer on antibiotics and the infection appears to have resolved. No additional information was provided.